Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the patient anatomy was heavily calcified, which likely contributed to the reported difficulties. It was reported the stent delivery system (sds) was attempted to be advanced as resistance was encountered. The vision instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. It is likely that the stent interacted with the heavily calcified lesion during retraction, contributing to damaging the stent resulting in resistance during retraction and the stent ultimately dislodging. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. Additional treatment was used in the attempts to snare the dislodged stent causing a delay in the procedure; however, the patients breathing became labored and was intubated. The patient coded and died in the cath lab. Death is a known adverse event listed in the vision IFU. A conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to remove or stent dislodgement for this lot. There is no lot specific product quality deficiency. The reported failure to advance, difficulty removing the sds, and stent dislodgement appear to be related to the operational context of the procedure.

Event description:
It was reported that during the procedure at the bifurcation of the circumflex and the obtuse marginal arteries, pre-dilatation was performed and an attempt was made to advance a 3.0 x 23 rx vision stent system. Resistance was felt due to heavy calcification. Multiple unsuccessful attempts were made to advance the stent system against resistance. The physician attempted to remove the device; however, the stent system had become embedded in the calcification and the stent dislodged. During an attempt to snare the stent, the patient's breathing became labored and intubation was initiated. The patient coded and died in the cath lab. Although there was a significant clinical delay in the procedure, the physician stated that the device was not responsible for the patient's death. Though requested, no additional information was provided.